Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device is currently under evaluation. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: it was reported that the temperature rises until the pump is shot down by security temp on cplg side. Additional information: the incident occurred during patient treatment. (B)(4).

Manufacturer narrative:
According to the service protocol: problem seems to be a bad or loose contact between device board and sensors unit will remains in test about 1 week more no spare part was replaced. No new issues reported. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Ref.: 705008195. Customer ref.: (B)(4).